Event description:
Reportedly, the physician first implanted the vega 58 lead and then the vega 52 lead via the cephalic vein. He sutured the vega 52 lead first. When he attempted to suture the vega 58 lead, he realized that the suture sleeve was missing. Upon inspection, I confirmed that there was indeed no sleeve on the lead, and none was found inside the package. The physician asked for guidance, and I advised him to remove the lead and replace it with another one. However, being a junior physician, he sought the opinion of a more experienced colleague, who advised him to suture the vega 58 lead using the suture sleeve from the atrial lead. The physician therefore decided to keep the lead in place.

Event description:
Reportedly, the physician first implanted the vega 58 lead and then the vega 52 lead via the cephalic vein. He sutured the vega 52 lead first. When he attempted to suture the vega 58 lead, he realized that the suture sleeve was missing. Upon inspection, I confirmed that there was indeed no sleeve on the lead, and none was found inside the package. The physician asked for guidance, and I advised him to remove the lead and replace it with another one. However, being a junior physician, he sought the opinion of a more experienced colleague, who advised him to suture the vega 58 lead using the suture sleeve from the atrial lead. The physician therefore decided to keep the lead in place.

Manufacturer narrative:
Analysis synthesis: a review of the manufacturing records related to the packaging operations for the subject devices confirmed that all steps were performed in accordance with applicable procedures. Since the lead was implanted and not available for return, it was not possible to verify the presence of traces of the suture sleeve through close inspection. The missing suture sleeve was likely due to an isolated operator oversight during one manufacturing step. Awareness of this case was communicated to all personnel involved in assembly and final inspection to prevent recurrence. This case will be retained and monitored for trend analysis purposes.